Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had red cell rings after centrifugation. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Based on a review of the related record in crs, a DHR review was previously conducted and no issues were identified. Therefore, no further actions are required at this time.

Event description:
It was reported that bd vacutainer serum blood collection tubes had red cell rings after centrifugation. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.

Manufacturer narrative:
The supplemental follow up # 2 was incomplete. Investigation information is as follows. No photos or samples were received for evaluation. Bd was not able to duplicate or confirm the customers indicated failure mode with the sample. Complaint history showed no related investigation on same lot #.

Event description:
It was reported that bd vacutainer serum blood collection tubes had red cell rings after centrifugation. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.